Manufacturer narrative:
(B)(6). Concomitant products - all poly patella catalog 42540000035 lot 62888969; articular surface right 13 mm height catalog 42521400413 lot 62747305; femur catalog 42500605802 lot 63049093; tapered stem extension catalog 42557000114 lot 63123245. Customer has not indicated that the product will be returned to zimmer biomet for investigation as it remains in situ. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing pain and radiolucency after receiving a right total knee prosthesis approximately two years ago. The surgeon suspects loosening of the tibial component; no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.